Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the patient contacted animas, alleging that the pump had recurring loss of power. The patient reportedly had experienced blood glucose (bg) excursion as high as 450 mg/dl with symptoms of mild thirst, frequent urination and generally feeling unwell with the bg excursions. At the time of the call, patient reported that the bg¿s was under control and was advised to discontinue pump therapy. Customer technical support reviewed the alarm history with the customer and no related alarms that can lead to power loss were noted. The patient reported that the battery cap and compartment were undamaged, the cap was able to tighten properly and there was no evidence of moisture or corrosion in the pump. Due to the intermittent power issue, the patient allegedly made basal delivery adjustment of 1u per 25 mg/dl on a regular bases. This complaint is being reported because the alleged hyperglycemia event met the criteria for an adverse event and the reported power issue remained unresolved.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data did not find any occurrences of power on reboot on or before the event date. The returned battery cap and the battery compartment were undamaged. The battery contact measurements were within specifications and the cap was able to tighten properly on to the pump. On investigation, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The delivery accuracy was within specifications. The pump casing was opened to further investigate and no internal issues were observed. No defects were found during the investigation. The investigation was unable to verify or duplicate the reported power issue.